Event description:
Customer reported device = 526 mg/dl in the morining. Device = 549 mg/dl in the afternoon. The next day, device = hi and a rtest = hi again at 9-9:30 am. Customer called emergency room (ER) and was told to come into hospital. ER device = 137 mg/dl at 10-10:30 am. Customer was told to remain in hospital and was monitored until 2 pm. Customer was treated with lunch, and IV, an x-ray, an EKG, and had blood work done. No controls used. A request was made for return product and replacement product was sent.